Event description:
A report of a pt experiencing charging difficulties was received. The physician revised the pt's pocket because it was determined the pocket was too deep.

Manufacturer narrative:
This is the final report.